Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm and motor error alarm. Customer's blood glucose was 400 mg/dl. Troubleshooting could not continue for no delivery alarm due to customer not having a plunger. Troubleshooting could not be performed for motor error alarm due to insulin pump not being able to get out of rewind process. Customer would call back to complete troubleshooting when in receipt of plunger.